Event description:
The following was reported to davol by the pt's attorney: (B)(6) 1999 - the pt was implanted with a bard/davol mesh during a vaginal surgical procedure. The attorney's report alleges pain and suffering.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's billed items records only. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.